Manufacturer narrative:
Unit alarmed unexpected restart alarm after battery change and resets time/date to factory default due to damage out of box voltage leak at interface board.

Event description:
Customer father reported via phone call that the insulin pump had pump error general - unexpected restart. Customer blood glucose level was 504 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.